Manufacturer narrative:
The reported event of frequent air-in-line alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer.

Event description:
The customer reported frequent air-in-line alarms with the lvp when no air was visualized. There was no report of patient harm.